Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited far field p wave oversensing. No intervention was made. There were no patient consequences.